Manufacturer narrative:
Product ID 8781, lot# 0205883208, serial# n/a, implanted: asked but unknown, explanted: asked but unknown, product type: catheter. Analysis of the catheter identified damage to the sutureless connector (sc) that is consistent with difficulty detaching the catheter from the pump which led to explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0205883208, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: 0205883208, ubd: 17-mar-2014. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gabalon with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that after the pump was taken out during the pump replacement procedure, an attempt was made to detach the catheter from the pump but failed anyhow. Because the catheter was not detached from the pump, the catheter was cut. An investigation on the cause that the catheter was not detached from the pump was requested. There were no reported patient symptoms. There were no reported complications. Additional information was received. It was stated there was no issue reported regarding the pump replacement; it was considered to be due to normal battery depletion. There were no reported symptoms. The cause of the catheter not detaching from the pump was undetermined. The pump and catheter would be returned.